Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #(B)(4) - npi watchdog error on 8015 unit battery pack- charge failure. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi watchdog error on 8015 unit. (B)(6). Patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015ls unit case resolution: tech called in with questions on main battery on 8015 unit, asking about battery on logic board explain to tech, the battery is locate under the unit and has to be replace every two years, he indicate he is replace battery now on 8015 unit can I send him information regrading replace battery every two years, confirm his email and email tech bulletin 592a explain about the battery replacement with more information. (B)(4).